Event description:
The manufacturer received information alleging a patient with a bipap pro biflex has passed away. It was reported that the patient was not on the device when they passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The bipap pro biflex device was returned to the third-party service center for evaluation. Components were only replaced as part of maintenance of the device. The device was returned repaired. The customer's complaint was not addressed. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer received information alleging a patient with a bipap pro biflex has passed away. It was reported that the patient was not on the device when they passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The bipap pro biflex device was returned to the third-party service center for evaluation. Components were only replaced as part of maintenance of the device. The device was returned repaired. The customer's complaint was not addressed. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. A final report is being submitted. If any additional information is received, a supplemental report will be filed. Further information received via good faith effort from the patient's wife states the patient passed away from cardiac arrest. It is reported that there is no allegation that the device caused or contributed to the patient's death.